Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant the physician noticed intermittent (infrequent) oversensing and noise with the right ventricular (rv) lead. The physician re-opened the pocket and attempted to replicate the noise, but was unable to. The rv lead remains in use. No patient complications have been reported as a result of this event.